Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A literature review identified a report describing an impella cp device associated with vessel perforation, cardiogenic shock, and subsequent medical device removal. No patient-specific information, procedural details, access site, or clinical context were provided in the source material. Due to the limited information available, the reported event could not be independently confirmed or fully assessed. Based on the absence of clinical details, it is not possible to determine whether the reported vessel perforation was causally related to the impella cp device. Vessel perforation and cardiogenic shock are known complications that may occur in the setting of severe underlying cardiovascular disease, patient comorbidities, complex anatomy, anticoagulation status, or procedural factors independent of device performance. As such, a causal relationship between the impella cp device and the reported event could not be established based on the information available in the literature.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 was revised h6 medical device problem code a24 was revised to a01